Event description:
On (B)(6) 2013 the ssu at (B)(6), reported that the arterial probe on the bmu-40 serial number(sn):(B)(4) did not work. The amplitude on the arterial board was measured via the service terminal and it was low. The device log showed that error 5029 sub 4164 occured. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned hence no evaluation was performed. (B)(4).